Event description:
A left ventricular lead revision procedure was performed due to phrenic nerve stimulation. The lead was capped and replaced with good electrical measurements. The patient was in stable condition.